Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that a saline bag back filled during the three minute recirculation mode. A pt was not connected to the machine at the time of the incident. No pt involvement. The problem occurred on the first run of the day. Technician service the machine and duplicated the problem 2 out of 3 times in the backroom on (B)(6) 2013. An annual pm on the machine was done on (B)(6) 2013. In the last two weeks the technician installed an annual pm kit, function board and blood pump motor. The function board was to try and fix the saline back fill problem. The technician replaced the air separator.